Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette, and the serious adverse event of peritonitis. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty cycler and fmc cassette cannot be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, given the lack of information (e.g., definitive causality, treatment data, medical records), the liberty select cycler and fmc cassette cannot be excluded from having a possible causal or contributory role in the serious adverse events.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a peritonitis infection while on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. Attempts to obtain additional information could not be completed as there is no patient name or identifying demographics in which to follow-up.